Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated diagnostic codes. The ventilator was on a patient at the time of the reported event. The patient was transferred to another ventilator. The patient was not harmed as a result of the reported event.